Manufacturer narrative:
Eval summary: only the carton was returned with packaging components. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The product was not returned for an eval. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective and a note was written that the pt experienced a "torn capsule." Add'l info was not provided. Add'l info has been requested.